Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having high blood glucose. She thinks her insulin pump is not working. Customer's blood glucose is 487 mg/dl. She treated with the insulin pump, but her blood glucose is not going down. She was feeling very thirsty. During trouble shooting, the drive support cap appeared normal. There was no air in the tubing. Insulin squirted out during the manual prime process. Insulin continues to drip after customer lets go of the act button. She was not wearing the device while priming. Customer stated, she changed infusion sets three times last night, and one time insulin was squirting out. The issue could not be resolved. Customer felt comfortable using the device at this point and declined further troubleshooting. At the end of the call, customer's blood glucose was 403 mg/dl. She was advised to monitor and take shots if needed to get below 250 mg/dl. Nothing further reported.